Manufacturer narrative:
Continued h.6: [health effect - impact codes]: f2201. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade iii. Additional, changed, and/or corrected data: a.2., b.5., d.6b., h.6.

Event description:
Patient reported "feeling lumps under their breasts" as well as "severe pain and capsular reaction of prostheses". The lumps were found to be benign. Physician later confirmed that the lumps mentioned by patient was in fact "stiff capsular contracture" baker grade iii.the device has been explanted. This record relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photographs identified. Device patch with lot (or catalog) number lot number: 2670904 and catalog number: trf240 red biological tissue device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The event of lump/nodule is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lump/nodule

Event description:
Patient reported "feeling lumps under their breasts" as well as "severe pain and capsular reaction of prostheses". The lumps were found to be benign. Patient reported ¿psychological effects me and my family had to endure waiting for the pathology results of capsular reaction areas of my breasts¿. The device has been explanted. This record relates to the right side.